Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was found in storage mode with a battery status of end-of-life (eol). The patient is pacer dependent. The patient had a device check a few days prior and the device was functioning appropriately with a battery status of beginning-of-life. The device was explanted and returned to guidant for analysis.